Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the site got removed during the night due to an adhesive issue. She was ill and woke up in the morning, throwing up and with high blood glucose level. Subsequently, she was taken to the emergency room where she received fluids via intravenous route and insulin drip as corrective treatment. After spending few hours in the emergency room, the patient was transferred to intensive care unit due to diabetic ketoacidosis. She had ketone level which the health care professional assessed as dangerous/life threatening. She received fluids via intravenous route and insulin drip, which resolved the issue. There was no permanent damage to the patient. She was hospitalized for 2 days. No further information available.